Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited cross talk as a result of oversensing right atrial (ra) signals on the right ventricular (rv) channel. Additionally, the patient had previously received inappropriate anti-tachycardia pacing (atp). It was noted that device reprogramming measures had been taken, but the device is still exhibiting cross talk. Technical services (ts) was consulted and provided additional troubleshooting recommendations. The plan was to send the patient to the emergency room (ER) for a chest x-ray. At this time, the device system remains in-service. No adverse patient effects were reported. Subsequent additional information was received that stated patient was seen by a health care professional (hcp) in the emergency room (ER) and chest x-ray were performed. It was suspected that the right ventricular (rv) lead appeared to have insulation issues but were unable to be confirmed by x-ray images. It was also noted that the rv lead oversensing was resolved through device reprogramming. At this time, the device system remains in service. No adverse patient effects were reported.